Manufacturer narrative:
This report is in response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. The jejunal duckbill leak was determined to be caused by a residue buildup inside the valve and the valve performed as intended once the residue was removed. The failure to appropriately clean and maintain the device contributed to this event and it is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report.

Event description:
Amt gj tube was leaking at one of its ports. Manufacturer response for amt g_j tube, amt gj tube 14 fr 1. 0cm , 15cm (per site reporter): providing a shipping label for shipping. Stated these devices generally are for short term 3-4 months.